Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially at about a 3mm depth. When the tabs were removed, the valve dislodged to 0mm to a -1mm depth. A wire was inserted to remove the pigtail and after the wire was removed, the valve dislodged completely. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.